Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between sept 16, 2021 and apr 13, 2022. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to visual disturbance. There was no incision enlargement, no vitrectomy, no sutures done. It was replaced with a different model johnson and johnson iol (za9003) but same diopter size. The patient fully recovered. No other information was available.

Manufacturer narrative:
Additional information: upon further review additional information was received. It was confirmed patient is female, date of birth (B)(6) 1960, race- unknown, ethnicity - unknown, weight - unknown. Doctor was dr. Eden yoon. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 2 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to a visual disturbance could be identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. No handpiece was received as part of this return. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.